Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the implantable pulse generator migrated out of place. The device was explanted at an estimated date, and a new device was implanted to resolve the issue. No additional information is available at this time.